Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure in april 2003. The femoral vein was aslo accessed during the procedure and was closed via manual compression. It was unknown if fluoroscopy was performed to determine placement of the arteriotomy in the common femoral artery. There were no reports of difficulty with insertion of the device or closure of the arteriotomy expressed by the physician. The patient returned to the hospital in 2003 with a complaint of pain to the groin. An ultrasound was performed, the results were unknown by the reporter. The patient was diagnosed with an abscess to the groin site. The site was described as red, swollen, tender and warm to the touch. The patient had positive blood cultures. The patient was started on vancomycin. The patient was taken to surgery in 2003. The type of surgery and the outcome were not relased by the facility. Multiple attempts have been made to obtain additional information from the customer, but no information has been made available.